Event description:
Top mattress that is the lal part of the bed was not inflated and bed was not alarming. Lower mattress was still inflated, no injury to pt. Tech could not identify the problem when they arrived and bed was changed out. We have recent inservice and competency on the special beds.